Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion set multiple times and a cartridge, but occlusion alarm recurred. Customer began system check with tandem system support, but declined to continue further so cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 100-140 mg/dl.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported cartridge that was in use at time of occlusion had a milky white substance in the cartridge pigtail before the luer lock. Customer changed infusion set multiple times and a cartridge, but occlusion alarm recurred. Customer began system check with tandem system support, but declined to continue further so cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 100-140 mg/dl.